Manufacturer narrative:
Weight, ethnicity, race: unk. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -07.00 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was in a microcentrifuge vial with moisture. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).